Event description:
It was reported that the procedure was to treat a moderately calcified anterior tibial artery. The 1.5x20mm armada 14 balloon catheter and the .014 unspecified guide wire once were removed together and once outside the anatomy, the shaft separated from the balloon when attempting to remove it from the unspecified guide wire as they were stuck together. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported difficulty removing the device could not be determined; however, the reported separation appears to be related to circumstances of the procedure. Factors that may contribute to the difficult to remove the balloon dilatation catheter (bdc) from the guide wire causing resistance between the devices may include, but not limited to, manufacturing damage, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, user technique, and/or damage to the catheter or guide wire. A conclusive cause for the reported difficulty could not be determined since the device or component were not returned for analysis. Additionally, it is likely that the reported separated resulted from manipulation of the device during the reported resistance encountered with the guide wire during removal. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.